Event description:
The customer reported the system displayed a communication error. This resulted in a system lockup. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The central processing unit was reseated. The system was then found to be operating as intended.